Event description:
Case description: investigational result: name novopen® 4 batch number:lvg5g91. The number of complaints on the batch was evaluated and relevant actions were taken. The product was not returned for examination. Name novopen® echo batch number: mvg7d75. The number of complaints on the batch was evaluated and relevant actions were taken. The product was not returned for examination. Name tresiba® flextouch batch number mp5d255. The number of complaints on the batch was evaluated and relevant actions were taken. The product was not returned for examination. Name novorapid® penfill® 3 ml 100iu/ml batch number:mr7ek71. The number of complaints on the batch was evaluated and relevant actions were taken. The product was not returned for examination. Since last submission the case have been updated with the following information; imdrf code added(updated). Narrative updated accordingly. (B)(6) 2023: the suspected device novopen echo and novopen 4 has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen echo and novopen 4. Patient's underlying medical condition of type 1 diabetes mellitus is a significant confounding factor for the development of hyperglycaemia. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of novorapid penfill. (B)(6) 2023: the suspected device tresiba flextouch has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of tresiba flextouch. Patient's underlying medical condition of type 1 diabetes mellitus is a significant confounding factor for the development of hyperglycaemia. Reporter comment: patient mother queried that bubbles appeared after injecting the insulin in needle cap and was informed that these bubbles were due to injecting the insulin rapidly in the needle cap. It offered to complete pen training on np echo but due to unavailability of new penfill so fu (follow up) rule will be applied on (B)(6) 2023 to complete pen training, perform needle cap trial. H3 continued: evaluation summary: name novopen® echo batch number: mvg7d75. The number of complaints on the batch was evaluated and relevant actions were taken. The product was not returned for examination.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) hyperglycemia [hyperglycaemia] problem of delay injection of novopen 4 and novo pen echo with novorapid penfills and tresiba flextouch (pen injects insulin drops after removing the needle from skin) [device malfunction] case description: study ID: (B)(6)outbound patient calls study description: trial title: the objective of the programme is to perform outbound calls to the patients who have received samples of novo nordisk egypt products. This is to confirm that they have received the sample, and verify if they have any problems with regard to the product received, or any problem with regard to diabetes patient's height: 80 cm. Patient's weight: 12 kg. Patient's bmi: 18.75. This serious solicited report from egypt was reported by a consumer as "hyperglycemia(hyperglycemia)" beginning on (B)(6) 2023 , "problem of delay injection of novopen 4 and novo pen echo with novorapid penfills and tresiba flextouch (pen injects insulin drops after removing the needle from skin)(device delivery system malfunction)" with an unspecified onset date and concerned a 2 years old male patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "type 1 diabetes mellitus", , novopen echo pds 328 (insulin delivery device) from unknown start date for "type 1 diabetes mellitus", , tresiba flextouch u100 (insulin degludec 100 iu/ml) (dose, frequency & route used- 4 iu, qd (at 10pm) subcutaneous) from (B)(6) 2023 and ongoing for "type 1 diabetes mellitus", novorapid penfill (insulin aspart) (dose, frequency & route used- 6 iu, qd (2u before breakfast, 3u before lunch-1u before dinner), subcutaneous, regimen #2: unk (took a correction dose subcutaneous), ongoing mr7ek71 10/--/2024) from (B)(6) 2023 and ongoing for "type 1 diabetes mellitus". Dosage regimens: novopen 4: novopen echo pds 328: tresiba flextouch u100: (B)(6) 2023 to not reported (dosage regimen ongoing); novorapid penfill: (B)(6) 2023 to not reported, not reported to not reported (dosage regimen ongoing); current condition: type 1 diabetes mellitus (since (B)(6) 2023) on an unknown date, there was a problem of delay in injection of novopen 4 and novo pen echo with novorapid penfills as the pen injects insulin drops after removing the needle from patient skin. The patient also had technical issue in tresiba flextouch for one time only. It was reported that novopen 4 had technical issue sometimes didn't give the dose which was used with novorapid penfill. On (B)(6) 2023, patient experienced hyperglycemia with blood glucose (blood glucose) of 500 mg/dl due to this techincal complaint, patient mother mentioned that yesterday the patient took a correction dose from novorapid, his bgl (blood glucose) was not corrected after 1 hour. Patient received new novopen 4 and it was working well and did not faced any hyperglycemia at the morning. On an unknown date patient hba1c (hba1c) was reported as 7.5% batch numbers: novopen 4: lvg5g91 novopen echo pds 328: tresiba flextouch u100: mp5d255; novorapid penfill: mr7ek71, mr7ek71; action taken to novopen 4 was not reported action taken to novopen echo pds 328 was not reported action taken to tresiba flextouch u100 was not reported. Action taken to novorapid penfill was not reported. The outcome for the event "hyperglycemia(hyperglycemia)" was not recovered. The outcome for the event "problem of delay injection of novopen 4 and novo pen echo with novorapid penfills and tresiba flextouch (pen injects insulin drops after removing the needle from skin)(device delivery system malfunction)" was not reported. Reporter's causality (novopen 4) - hyperglycemia(hyperglycemia) : probable problem of delay injection of novopen 4 and novo pen echo with novorapid penfills and tresiba flextouch (pen injects insulin drops after removing the needle from skin)(device delivery system malfunction) : unknown company's causality (novopen 4) - hyperglycemia(hyperglycemia) : possible problem of delay injection of novopen 4 and novo pen echo with novorapid penfills and tresiba flextouch (pen injects insulin drops after removing the needle from skin)(device delivery system malfunction) : possible reporter's causality (novopen echo pds 328) - hyperglycemia(hyperglycemia) : probable problem of delay injection of novopen 4 and novo pen echo with novorapid penfills and tresiba flextouch (pen injects insulin drops after removing the needle from skin)(device delivery system malfunction) : unknown company's causality (novopen echo pds 328) - hyperglycemia(hyperglycemia) : possible problem of delay injection of novopen 4 and novo pen echo with novorapid penfills and tresiba flextouch (pen injects insulin drops after removing the needle from skin)(device delivery system malfunction) : possible reporter's causality (tresiba flextouch u100) - hyperglycemia(hyperglycemia) : unknown problem of delay injection of novopen 4 and novo pen echo with novorapid penfills and tresiba flextouch (pen injects insulin drops after removing the needle from skin)(device delivery system malfunction) : unknown company's causality (tresiba flextouch u100) - hyperglycemia(hyperglycemia) : possible problem of delay injection of novopen 4 and novo pen echo with novorapid penfills and tresiba flextouch (pen injects insulin drops after removing the needle from skin)(device delivery system malfunction) : possible reporter's causality (novorapid penfill) - hyperglycemia(hyperglycemia) : probable problem of delay injection of novopen 4 and novo pen echo with novorapid penfills and tresiba flextouch (pen injects insulin drops after removing the needle from skin)(device delivery system malfunction) : unknown company's causality (novorapid penfill) - hyperglycemia(hyperglycemia) : possible problem of delay injection of novopen 4 and novo pen echo with novorapid penfills and tresiba flextouch (pen injects insulin drops after removing the needle from skin)(device delivery system malfunction) : possible references included: reference type: e2b company number reference ID#: eg-novoprod-1080028 reference notes: reporter comment: patient mother queried that bubbles appeared after injecting the insulin in needle cap and was informed that these bubbles were due to injecting the insulin rapidly in the needle cap. It offered to complete pen training on np echo but due to unavailability of newpenfill so fu (follow up) rule will be applied on (B)(6) 2023 to complete pen training, perform needle cap trial.